Manufacturer narrative:
The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation based on the information received and confirmed that the power supply and the igniter failed. It was assumed that the event was caused due to the failure of the power supply and the igniter board. Additionally, the power supply unit and igniter board may have failed due to deterioration and long-term use from the date of manufacture. The input board and the fuse were replaced to resolve the issue.

Event description:
The user facility reported to olympus that the main light on the visera xenon light source did not light up due to the damage to the source board and ignition. Upon inspection and testing of the returned device, it was confirmed that the power unit failed. There was no harm or user injury reported due to the event.